Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was device interaction. Per the opinion of cvrx's external physician consultant, this event was physician driven, and not related to the device itself, as the interaction was known and device warnings not followed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A patient with an existing s-ICD had a barostim system implanted on (B)(6) 2022 with interaction observed at 8.0ma. The physician was aware that there was a contraindication per the s-ICD IFU for the barostim device, but the physician decided to implant barostim anyways. Barostim therapy had been programmed at 6.0ma since on (B)(6) 2023, but no interaction testing was performed at that time. In 2024, during routine hemodialysis, the patient experienced ventricular fibrillation (vf) arrest that the s-ICD failed to detect. Cardiopulmonary resuscitation and external defibrillation occurred, and spontaneous circulation was achieved. Electrograms showed high-frequency artifacts synchronous with barostim therapy which resulted in the vf being read as atrial fibrillation. On (B)(6) 2024, barostim therapy was decreased to 1ma and s-ICD reprogramming occurred. It was noted the patient had no lasting effects from the event and had recovered. Three months later, the patient experienced ventricular tachycardia, which was detected by the s-ICD and appropriately shocked.